Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes and customer contacting doctor due to symptoms (vertigo and incontinence). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The meter battery was last changed 8 years ago. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix go meter did not power on using the power button or when a test strip was inserted. Customer was unable to remove the battery compartment from the meter. At the time of the call, the customer reported experiencing symptoms of vertigo and incontinence. Customer stated she had called her doctor on monday due to the symptoms. Customer had spoken with the nurse who had prescribed meclizine. Medical attention was not needed at the time of the call.